Event description:
Patient reported left side firmness, ¿changes in the implant¿, possible detachment, discomfort and concern regarding the recall of these implants. It was later reported capsular contracture, baker grade iii/IV. It was noted via ultrasound and MRI "reactive exudate in individual folds¿, ¿reactive exudate is visualised in the dorsal contour of both implants, the right implant has a thicker layer of up to 0.7cm¿, which will be captured as seroma-late, ¿deep folds, more pronounced in the ventral contour¿, small cysts which is deemed not device related. The device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
Photographic device evaluation : a review of the device through photographs noted the event of capsular contracture, seroma, pain, cyst, wrinkling, and anxiety could not be observed as it is a physiological complication. The event of creases was not observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV & seroma.

Event description:
Patient reported left side firmness, ¿changes in the implant¿, possible detachment, discomfort and concern regarding the recall of these implants. It was later reported capsular contracture, baker grade iii/IV. It was noted via ultrasound and MRI "reactive exudate in individual folds¿, ¿reactive exudate is visualised in the dorsal contour of both implants, the right implant has a thicker layer of up to 0.7cm¿, which will be captured as seroma-late, ¿deep folds, more pronounced in the ventral contour¿, small cysts which is deemed not device related. The device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #emdr-(B)(4). Aware date should have been listed as 10/aug/2024.

Event description:
Patient reported left side firmness, ¿changes in the implant¿, possible detachment, discomfort and concern regarding the recall of these implants. It was later reported capsular contracture, baker grade iii/IV. It was noted via ultrasound and MRI "reactive exudate in individual folds¿, ¿reactive exudate is visualised in the dorsal contour of both implants, the right implant has a thicker layer of up to 0.7cm¿, which will be captured as seroma-late, ¿deep folds, more pronounced in the ventral contour¿, small cysts which is deemed not device related. The device has been explanted and replaced with non abbvie device.